Event description:
On(B)(6) 2013, it was reported that the pt's blood glucose was becoming elevated before the infusion device displayed w2 (battery low) and e2 (battery empty). At one point the pt's blood glucose level rose to 19.7 mmol/l (354.6 mg/dl). After the pt replaced the battery in the device his blood glucose would return to normal. The issue began a month before the date of report and the pt went through six batteries during that time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The occlusion limits were tested successfully on the diagnostic test system. The pump passed all functional, alert- and error tests. No malfunction could be observed during the investigation. No e4 (occlusion) errors were found in history. All programmed boluses were delivered. The problem mentioned by the customer could not be reproduced

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.